Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during drain 3. The baxter technical service representative (tsr) helped the home patient (hp) with clearing the error and informed the hp the meaning of the error. The hp stated that they did not disconnect and there were no leaks in the setup. All the clamps that should be open were open. The hp would stop the therapy and contact the peritoneal dialysis registered nurse (pd rn). There was patient involvement but no serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain 3 was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed.

Manufacturer narrative:
(B)(4). A sample is not available at this time. A follow-up report will be filed upon completion of baxter's investigation or if any additional information is obtained.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient's (hp) nurse regarding the reported event. The nurse stated that the hp did not have any residual effects from the system error 2240. The nurse stated that the hp did choose to switch from peritoneal dialysis to hemo dialysis. There was no patient injury or medical intervention reported.